Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. It was reported that the hcp was unable to communicate with the pump during a normal refill. They tried using two samsung tablet clinician programmers and an n¿vision programmer, but they were still unable to communicate. Multiple other patients were seen that same day without any communication issues (using the same clinician programmers). It was recommended that the hcp change rooms [to rule out the possibility of] electromagnetic interference (emi). There were no alarms or return of symptoms. The hcp initially suspected that the pump had flipped. However, the patient was sent for an x-ray, which showed that the pump had not flipped, but it had migrated through the perineum and into the gut area (peritoneal cavity). The pump was repositioned on (B)(6) 2020, and no further issues were noted. The issue was resolved. The patient's status was alive - no injury. There were no environmental, external or patient factors might have led or contributed to the event. It was noted that this was not ¿a pump fault.¿ information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable.